Event description:
A peritoneal dialysis (PD) patient with end stage renal disease (ESRD) on continuous cyclic peritoneal dialysis "[CC(PD)]" utilizing a Liberty Select Cycler and Liberty Cycler Set for renal replacement therapy (RRT) reported being hospitalized due to peritonitis on (b)(6)2026. Follow-up with the patient¿s PD registered nurse (PDRN) confirmed the patient presented to the emergency room on (b)(6)2026 with complaints of cloudy peritoneal effluent fluid and abdominal pain. A peritoneal effluent fluid culture and cell count (results unavailable) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was prescribed intraperitoneal (IP) antibiotics (dosages, drugs, durations, frequencies not provided). The patient¿s preliminary peritoneal effluent culture result returned positive for Pseudomonas aeruginosa on (b)(6)2026, and the Nephrologist ordered the removal of the patient¿s PD catheter (not a Fresenius product), and the placement of a hemodialysis (HD) catheter (not a Fresenius product). The patient was permanently transitioned to HD due to the Nephrologists recommendation. The patient is recovering from the serious adverse events and was discharged home on (b)(6)2026 in stable condition. The patient has transitioned to outpatient HD without any known issues. The PDRN reported the cause of the peritonitis is unknown, however the patient was traveling when it occurred. Per the PDRN, the serious adverse events were not caused by any Fresenius product(s) and/or device(s) deficiency or malfunction.

Manufacturer narrative:
CLINICAL REVIEW: A TEMPORAL RELATIONSHIP EXISTS BETWEEN CCPD THERAPY UTILIZING A LIBERTY SELECT CYCLER, LIBERTY CYCLER SET AND THE SERIOUS ADVERSE EVENT OF PERITONITIS, CHARACTERIZED BY ABDOMINAL PAIN AND CLOUDY PERITONEAL EFFLUENT FLUID, WHICH REQUIRED HOSPITALIZATION, ANTIBIOTIC THERAPY, REMOVAL OF THE PATIENT¿S PD CATHETER (NOT A FRESENIUS PRODUCT), PLACEMENT OF A HD CATHETER (NOT A FRESENIUS PRODUCT), AND TRANSITION TO HD FOR RRT. THE PDRN REPORTED THE CAUSE OF THE PERITONITIS IS UNKNOWN, HOWEVER THE PATIENT WAS TRAVELING WHEN IT OCCURRED. ESRD PATIENTS UNDERGOING PD THERAPY (MANUAL OR CYCLER BASED) FOR RRT ARE AT HIGH RISK FOR INFECTIONS OF THE PERITONEUM. PSEUDOMONAS AERUGINOSA FAVORS MOIST AREAS, SUCH AS SINKS AND TOILETS, AND CAN BE ISOLATED FROM SOIL, WATER, AND OCCASIONALLY THE ARMPITS AND GENITAL AREA OF HUMANS. PER THE PDRN, THE SERIOUS ADVERSE EVENTS WERE NOT CAUSED BY ANY FRESENIUS PRODUCT(S) AND/OR DEVICE(S) DEFICIENCY OR MALFUNCTION. BASED ON THE INFORMATION AVAILABLE, THE PATIENT¿S LIBERTY SELECT CYCLER AND LIBERTY CYCLER SET CAN BE DISASSOCIATED FROM THE SERIOUS ADVERSE EVENTS. THERE IS NO ALLEGATION OR OBJECTIVE EVIDENCE INDICATING A FRESENIUS DEVICE(S) AND/OR PRODUCT(S) CAUSED OR CONTRIBUTED TO THE SERIOUS ADVERSE EVENTS. FURTHERMORE, THERE IS NO REPORT A FRESENIUS DEVICE(S) AND/OR PRODUCT(S) FAILED TO MEET THE USERS¿ EXPECTATIONS AND/OR THE MANUFACTURERS¿ SPECIFICATIONS. THE PLANT INVESTIGATION IS IN PROCESS. A SUPPLEMENTAL MDR WILL BE SUBMITTED UPON COMPLETION OF THIS ACTIVITY.

Event description:
A PERITONEAL DIALYSIS (PD) PATIENT WITH END STAGE RENAL DISEASE (ESRD) ON CONTINUOUS CYCLIC PERITONEAL DIALYSIS "[CC(PD)]" UTILIZING A LIBERTY SELECT CYCLER AND LIBERTY CYCLER SET FOR RENAL REPLACEMENT THERAPY (RRT) REPORTED BEING HOSPITALIZED DUE TO PERITONITIS ON (B)(6) 2026. FOLLOW-UP WITH THE PATIENT¿S PD REGISTERED NURSE (PDRN) CONFIRMED THE PATIENT PRESENTED TO THE EMERGENCY ROOM ON (B)(6) 2026 WITH COMPLAINTS OF CLOUDY PERITONEAL EFFLUENT FLUID AND ABDOMINAL PAIN. A PERITONEAL EFFLUENT FLUID CULTURE AND CELL COUNT (RESULTS UNAVAILABLE) WERE COLLECTED, AND THE PATIENT WAS FORMALLY ADMITTED. THE PATIENT WAS DIAGNOSED WITH PERITONITIS AND WAS PRESCRIBED INTRAPERITONEAL (IP) ANTIBIOTICS (DOSAGES, DRUGS, DURATIONS, FREQUENCIES NOT PROVIDED). THE PATIENT¿S PRELIMINARY PERITONEAL EFFLUENT CULTURE RESULT RETURNED POSITIVE FOR PSEUDOMONAS AERUGINOSA ON (B)(6) 2026, AND THE NEPHROLOGIST ORDERED THE REMOVAL OF THE PATIENT¿S PD CATHETER (NOT A FRESENIUS PRODUCT), AND THE PLACEMENT OF A HEMODIALYSIS (HD) CATHETER (NOT A FRESENIUS PRODUCT). THE PATIENT WAS PERMANENTLY TRANSITIONED TO HD DUE TO THE NEPHROLOGIST'S RECOMMENDATION. THE PATIENT IS RECOVERING FROM THE SERIOUS ADVERSE EVENTS AND WAS DISCHARGED HOME ON (B)(6) 2026 IN STABLE CONDITION. THE PATIENT HAS TRANSITIONED TO OUTPATIENT HD WITHOUT ANY KNOWN ISSUES. THE PDRN REPORTED THE CAUSE OF THE PERITONITIS IS UNKNOWN, HOWEVER THE PATIENT WAS TRAVELING WHEN IT OCCURRED. PER THE PDRN, THE SERIOUS ADVERSE EVENTS WERE NOT CAUSED BY ANY FRESENIUS PRODUCT(S) AND/OR DEVICE(S) DEFICIENCY OR MALFUNCTION.

Manufacturer narrative:
Additional information: D.9., H.3. Plant Investigation: The actual device was returned to the manufacturer. A visual inspection of the returned Cycler exterior showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment on the Pump.There were no visual indications of particulates within the cassette area.There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane.A (As-Received with reduced Dwell) simulated treatment was performed and completed.Valve Actuation Test ¿ Passed.System Air Leak Test ¿ Passed.The Device History Record did not reveal any issues or problems related to the reported symptom code(s).Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. An associated cause could not be determined.